Event description:
Boston scientific received information that this left ventricular (lv) lead had been exhibiting varying pacing impedance measurements which were now out of range and greater than 2000 ohms. All other lead diagnostics are normal. No adverse patient effects were reported but the patient has been feeling more tightness in her chest and difficulty breathing.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. An x-ray was performed at a different facility that day; however, the results were not made available to us. The lead was reprogrammed to a true lv bipolar configuration and lv impedances and thresholds were then within normal range. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating that this lv lead continued to exhibit out of range impedance measurements with intermittent sensing and high thresholds. Therefore, a revision procedure was performed and the lead was removed from service and replaced. No other adverse events have been reported. This product issue will be updated if additional information is received.